Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen ag internal report # (B)(4). Summary of root cause analysis: bmi purchased this product in bulk finished goods from external supplier package and sterile prior deliver to the customer. The product met the bmi requirement inspection prior release. However, the returned samples tested for blunt according to the test plan and was found out of specification. Hence, this complaint was classified as confirmed. A notification will be issued to external supplier for investigation. The returned samples tested for siliconizing cannula tube according to the test plan and result found not within the specification. Hence, this complaint was classified as confirmed.

Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen ag internal report # (B)(4). Device history record (DHR): reviewed the DHR for the batch no. 17n25g8811, no abnormalities was observed during the in-process and final control inspection. We received 31 sterican 0,30x12 30gx1/2 insulin in original packaging. The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection according to the sap test plan and test method 102010 burrs. Definition of the method: burrs (abrasion burrs or hooks) mean the presence of protruding burrs at sharp cutting edges. Test media/working equipment: rubber glove stretched over a cylinder (presorting for a large number of samples). Therefore, penetrate test samples vertical in the rubber skin drum (just the area of the bevel eye should be pierced in the drum foil). Nominal: if a sample with divergent sound was found: the test samples must be observed at all side with magnifying lens. Actual: the test with the rubber skin were not performed due to the surplus silicone oil (see pc (B)(4)). According to this, all samples were tested with magnifying lens. We detected at 9 samples burrs/ hooks. Physical inspection: the 9 samples with divergent drumming sound were taken to a microscopically check according to the test method 102010 burrs. Nominal: for each test sample count and document the product defects and measure the size with suitable test media (projector test or microscope test for hook shape). Nominal: if no plastic capillary tube is intended to be attached to the part, any burr present may only max. 0.02 mm from the internal or external surface of the cannula. Actual: the tested samples are within our specification. Summary and assessment: based on the conducted investigations the tested samples are within the specification. Please note: final conclusion will be provided after receiving the test results from production. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): event 1. Sterican cannulas with hooks. Customer informs us that it is likely that some patients suffered from inflammations due to the abnormalities of the needles.